Event description:
It was reported that an oasys blocker was observed to be stripped on an MRI one year post-operatively. Revision surgery has occurred and the blocker has been removed.

Manufacturer narrative:
Visual inspection: the hex shape of the inner blocker was stripped and deformed consistent with excessive torsional force. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. Per oasys surgical technique: once all of the blockers have been inserted, the insertion tube or the persuader, in combination with the torque wrench or audible torque wrench, should be used for final tightening. The blocker is completely tightened when the two arrows on the shaft of the torque wrench are aligned, which corresponds to 3nm. The blocker is completely tightened to 3nm when the audible torque wrench clicks once. The audible torque wrench must be disposed of after use in surgery. It cannot be sterilized. It is important to tighten the blocker to the recommended torque to ensure future integrity of the construct. Tightening under or over the torque limit is inadvisable and should be avoided. Appropriate counter-torque must be applied with the insertion tube or persuader. Based on the deformation seen on the blocker, the most likely root cause is excessive torsional force applied during the initial insertion.

Event description:
It was reported that an oasys blocker was observed to be stripped on an MRI one year post-operatively. Revision surgery has occurred and the blocker has been removed.